Event description:
Caller reported that the cartridge was not fitting properly on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Instructions were given to remove the case and inspect the pump for any damage or debris. An o-ring was found on the pneumatic tap, which was removed, followed by cleaning the area. Caller then successfully reloaded the original cartridge and resumed insulin therapy without further issue.